Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the upper fitment separated from the silicone segment . There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing came apart at the upper fitment was confirmed. During visual inspection it was noted that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. A crush mark was observed on the upper fitment. The separated silicone was manually reassembled. Functional and pressure testing was performed; the set flowed freely without any leaks or issues observed. Dimensional testing was performed on the pumping segment components (upper fitment, o-ring, silicone and lower fitment). The measurements were within specification. The root cause of the failure was not identified.